Manufacturer narrative:
(B)(4). The customer informed that the perforators will not be returned for evaluation. Furthermore, the lot number was not reported; therefore, it is not possible to evaluate product and determine the root cause of this complaint or review the lot history records. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed.

Event description:
As reported to the sales rep, during a burr hole case, 1 codman perforator failed to disengage, causing damage to the dura. A second perforator was used, but disengaged too soon, requiring the surgeon to: "use a kerrison and ronguer to remove the significant bone." No delay reported.